Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states."

Manufacturer narrative:
The insulin pump was returned for low battery alarm and power error confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump passed the sleep current measurement test, self test and displacement test. The insulin pump had a minor scratched display window and scratched case.

Event description:
It was reported that the customer's insulin pump received a weak battery alert. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.